Event description:
The customer stated that he was treated by paramedics due to hypoglycemia several times. The customer stated that the low blood glucose levels were caused by over bolusing. The customer also stated that the insulin pump alarmed weak battery whenever he inserted a new battery into it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.